Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation on her back, chest and stomach. The patient indicated that her nurse recommended use of benadryl and that she may be allergic to metal, resulting in hives. During a follow up, the patient indicated that a steroid cream recommended by her doctor was helping, but the hives were still present. The final medical outcome of the irritation is unknown.